Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the event occurred before the first firing. The device was used during liver resection(lobectomy of liver). Although the green button was pressed when applying reload to the tissue, it was not able to fire. Then a new cartridge was used and the operation was completed without problems. When the cartridge was received, a pre-fire had occurred. There was no patient injury.